Event description:
Caller states the pt tested 3.2 inr on the coaguchek xs system and 2.1 inr on the coaguchek s system. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with a1 patient for suspect device in coaguchek xs system.